Event description:
The event is reported as: the stapler jammed during use. No pt injury reported.

Manufacturer narrative:
Unk if sample available for investigation. The results on the investigation are not available at the time of this report. A f/u report will be sent when completed.